Event description:
It was reported that the temperature sensing catheter sensing function was not working very long and also the tubing was coming in kinked right at where it connects to the urine meter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " visually inspect the product for any imperfections or surface deterioration prior to use. Proper techniques for urinary catheter insertion: insert urinary catheters using aseptic technique and sterile equipment. Proper techniques for urinary catheter maintenance: maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Note: compatible with appropriate 400-series temperature monitors. Interchangeability +0.2 deg c at 37 deg c. As with all temperature probes , in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources."